Event description:
Using portable p2 oxygen concentrator and have had low oxygen levels then the system shuts down. I have contacted the supplier and they have replaced the machine unfortunately this has happened monthly over the last few months. I suggested trying a different make and the answer was that the one I have is the correct one. I will continue to work with the company and dr on a solution. Ref report: mw5163498.